Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she had low blood glucose but not hospitalized. Customer's blood glucose was 45 mg/dl. The customer stated that he lose consciousness. The customer stated that it did not cause serious injury/hospitalization. The customer declined to troubleshoot for low blood glucose. Customer did not fell the sensor nor the insulin pump was the reason for the low blood glucose.